Event description:
Powered echelon stapler (B)(4) was used with white staple load. The stapler stopped half way through firing sure pancreatectomy/splenectomy due to a raised portion on the stapler cartridge holder. This occurred during the primary firing of the stapler.